Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The end user reported that she developed a patchy itchy rash under her mass and tape collar. She was advised to see doctor for possible yeast infection, being that she mentioned that she is on maintenance dose of cipro.